Event description:
The customer observed discordant elevated advia centaur cp troponin ultra (tni ultra) results on multiple samples from the same patient. The results were discordant compared to other samples from the same patient and the clinical history of the patient. There are no reports that treatment was altered or prescribed based on the results. There are no reports of adverse health consequences due to elevated advia centaur cp tni ultra results.

Manufacturer narrative:
The cause for the discordant elevated advia centaur cp tni-ultra results compared to other methods is unknown but appears to be related to the specific patient. Samples from other patients do not show the variability. Elevated results are observed with three different lots of advia centaur cp tni ultra reagents. Sample handling could cause some variability between the test results. The customer reported that quality control results were within range. Siemens determined that the samples could not be tested for heterophilic antibodies because there was limited sample volume and the samples had not been frozen. Siemens service went on site. Splatter was noted from the reagent dispense port so the reagent probe was replaced. The luminometer was also cleaned. Additionally, the wash manifold was removed and there were white deposits observed around the wash guides so the wash guides were replaced. No conclusions can be drawn. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."